Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported an over infusion of vancomycin. Vancomycin 1 gram was added to 250 ml ns and run as the primary IV. The pump was programmed to run at 175 ml/hr and after 20 minutes the bag was empty. The pt developed "red man syndrome" and was treated with benadryl IV and ultimately discharged from the ed. No additional pt or event details were provided by the customer.